Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 6 mm, 23 in infusion set, with no reported leaks or device alarms and insulin delivery not reported to have stopped. Symptoms included elevated blood glucose above 400 mg/dl for approximately five hours without ketone testing, medical intervention, or acute complications. Outcomes included the need for troubleshooting and education, and the user temporarily disconnected from the device per guidance. Investigation included a review of device performance history and user-reported operation, with no functional alerts observed. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction was identified. It was concluded that the event was user-reported hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.